Event description:
The customer reported that the system exhibited a communication error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply connections were evaluated and reseated. The power supply voltage was adjusted to optimal operating voltage. Pins on lemo connector were evaluated and repaired. The system was tested and found to be working as intended and returned to service.